Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a latitude interrogation process, this pacemaker was found to be in safety mode. This pacemaker was then successfully replaced. No additional adverse events were reported.